Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the clinician discovered the heparin was leaking at the site of the tko syringe where it connects to the max zero connector while infusing on a patient. The max zero and tubing were changed. There was no patient harm.

Manufacturer narrative:
The customer's report of a leak where the syringe connects to the valve was confirmed. Functional testing was performed and a leak was observed from the top of the valve with a mating component attached. Further inspection of the valve top showed a microchannel/scratch within the interior diameter. The cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve. The root cause of the microchannel which creates a fluid path is a manufacturing issue.

Event description:
The customer reported that the clinician discovered the heparin was leaking at the site of the tko syringe where it connects to the maxzero connector while infusing on a patient. The maxzero and tubing were changed. There was no patient harm.

Manufacturer narrative:
This occurred in the neonatal intensive care unit.

Event description:
The customer reported that the clinician discovered the heparin was leaking at the site of the tko syringe where it connects to the maxzero connector while infusing on a patient. The maxzero and tubing were changed. There was no patient harm. This occurred in the neonatal intensive care unit.